Manufacturer narrative:
Citation: grondahl bj et al. Valve in valve in valve. Jacc: case reports. December 2019; 1(4): 468-470. Doi: 10.1016/j.jaccas.2019.0 8.020. Available online 9 october 2019. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a female patient with a medical history of bacterial endocarditis, which necessitated surgical aortic valve replacement with a 23 mm medtronic hancock ii bioprosthetic valve (serial number not provided). Ten years following valve implant (at (B)(6) years of age), transcatheter valve-in-valve replacement was performed using a 23 mm non-medtronic transcatheter valve. The reason for replacement was stated to be bioprosthetic valve stenosis. No additional adverse patient effects or product performance issues were reported.